Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a sudden return of symptoms in their right hand with stimulation verified to be on as of about 1.5 weeks prior to date notified. It was stated that they were implanted on the left side and after implant their right hand was good. They then had an adjustment with their local doctor who made an adjustment and their right hand is now shaking worse than before implant. On (B)(6) the patient reported that their tremors are really bad and are wondering if the implant is turned off. Therapy was checked with the patient programmer (pp) and it was confirmed that they are getting a low battery informational screen, indicating that the implant needs to be recharged. The patient attempted to charge and was able to get all 8 coupling bars. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is essential tremor and movement disorders. See related pe 3004209178-2016-24994.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.